Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two prostyle devices relative to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the first prostyle device failed to open fully and failed. A second prostyle device was attempted; however, the device damaged the artery and the patient developed a 3.2 pseudoaneurysm and blood clots in the right leg at end of procedure. There was no pulse and it took almost 3 hours for vascular surgeon to show up. A surgical cutdown to the groin and a cut below the knee was performed to save the leg. The patient was in great pain. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for evaluation. A review of the electronic lot history record (elhr) and a similar incident review for this product was not performed because the lot number was not reported and the product was not returned for analysis. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.